Event description:
It was reported that during a prophylactic right ventricular [rv] lead change-out, an insulation breach at the yolk of the lead was found. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a prophylactic right ventricular [rv] lead change-out, an insulation breach at the yoke of the lead was found. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed a conductor fracture as the proximal portion of the lead was flexed; both the svc and rv portions of the lead had exposed coils which were pulled/stretched/overstressed and kinked/buckled. There was a depression in the outer insulation and the overlay tubing had environmental stress cracking, a cut, was kinked/buckled, melted and had blood ingression. Additionally, there was blood present on the distal end of the lead and the lv1/distal electrode was covered in blood.